Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11a20078 and h11a06085 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of a patient who made a mistake/touch contamination and peritonitis with (B)(6) coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the patient's nurse reported the following. On an unreported date, the patient made a mistake/touch contamination. The treatment and outcome for that event was not reported. On (B)(6) 2011, the patient experienced peritonitis. Treatment for the peritonitis was not reported. On an unreported date in (B)(6) 2011, the patient was recovering. Pd therapy was ongoing. The reporter stated the event of peritonitis was not related to pd therapy and did not comment on the patient made mistake/touch contamination.